Manufacturer narrative:
The customer¿s report that the filter gets clogged was confirmed and replicated on extension set model 20129e during functional testing. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No kinks in the tubing were observed. No abnormalities were observed on the sets during visual inspection. The root cause of the lipid filter occluding has been identified as the filter becoming occluded over time and repeated use due to the build-up of infusion particulates. The customer¿s report of the lipids starting to leak was not confirmed on extension set model 20129e. A leak was not observed at the filter or on any of the set connections. Although the root cause was not definitively determined, the probable identified cause of the customer observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak. Although requested, there was no additional information provided.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that after the in-line filter extension set is hung, the filter gets clogged about an hour later and the lipids start to leak.

Event description:
The patient was an infant in the nicu, there was no patient harm.

Manufacturer narrative:
Additional information; description of event or problem.